Manufacturer narrative:
The returned i60 stapler was visually examined and functionally tested. Visually the device met the specifications. When a battery was installed, the device initially displayed a red light as had been reported. Upon removal and re-insertion of the battery the device was fully functional, capable of completing the firing of a compatible reload. It is believed that the gear selector switch may have jammed resulting in the observed non-conformance. The issue will be monitored.

Event description:
After an i60 stapler had been fired in a laparoscopic roux en-y gastric bypass procedure, the device remained clamped on the tissue and could not be removed. Another stapler was used to excise the i60 stapler and to complete the procedure.

Manufacturer narrative:
The date of manufacture had not been included in the initial report.

Event description:
After an i60 stapler had been fired in a laparoscopic roux en-y gastric bypass procedure, the device remained clamped on the tissue and could not be removed. Another stapler was used to excise the i60 stapler and to complete the procedure.